Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed a high power consumption condition that appeared to be caused by an increase in telemetry communications. Technical services (ts) discussed that the battery status should recover upon reduction in telemetry communications. It was reported that the patient underwent two unrelated procedures since the condition began, however, it was unable to be determined if extended programmer sessions were performed during the procedures. Ts discussed potential causes. Analysis of device data noted many communication issues between this device and the remote home monitoring equipment that resulted in increased telemetry communications. The patient was contacted for troubleshooting. It was found that the remote home monitoring communicator was located in a room far from the patient bedroom. The communicator was moved next to the patient's bed and a successful remote interrogation was performed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.